Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that all components were correctly placed; however, it was observed that the two piece luer lock had a slightly lift on the bottom side. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition is manufacturing process related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "collar" of a clearlink system continu-flo solution set was broken. The event was further described as "the collar that screws the tubing to the catheter was broken which caused blood to go back into the second injection site which resulted in a leak of unspecified volume of blood". This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.